Event description:
It is reported that the device was implanted in 2006. Two month later, the patient was re-admitted due to dislocation of his shoulder implants. Closed reduction was performed; however, the surgeon determined that the patient could easily dislocate again due to a weakened deltoid. The base plate and glenosphere were removed and the shoulder was converted to a hemi-arthroplasty.

Manufacturer narrative:
Evaluation summary: patients who receive reverse shoulder prostheses (rsa) have compromised motion/soft tissue and the deltoid is the main provider of motion/stability in rsa by design. The dislocation of rsa in the literature is a known complication. It apprears that surgeon is requesting feedback on in-growth at 6 weeks post-op and is not alleging any deficiency. Evaluation: the tm glenosphere exhibits some minor scratches/scuffing on medical dome and some discoloration at base of taper. The tm baseplate exhibits scuffing/scratching along taper of the device and has foreign material on lateral side of device. Devices meet specifications as measured.